Event description:
It was reported that during a device replacement an increase in capture threshold was observed. The sense/pace portion of the lead was capped and the sense/pace portion of a previously implanted lead uncapped and reused. The defib portion of the lead remains active. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.